Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 17, 2018 - september 19, 2018. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed no flow as the photograph showed fluid inside the device bladder and fluid was not observed at the distal end of the white luer. The reported condition was verified during initial inspection. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was noted to be user related as some of the potential causes of no flow can be due to air bubbles, crystallized drug, drug precipitate or drug viscosity. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.